Event description:
Boston scientific received information from a journal article of a case study where a pacemaker dependent patient with a boston scientific cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead underwent a ventricular tachycardia (vt) ablation. Tachycardia arrhythmia detection was disabled on the device when the study started, but then enabled again after the ablation and removal of the catheters. Shortly after device re-activation, the patient received two shocks in the absence of any arrhythmias, and several seconds of asystole were observed. The inappropriate detection was considered to be caused by the location pad of the three dimensional tracking system (used for the electroanatomical mapping during the ablation) which was still activated, despite its low magnetic field flux density. Once the pad was disabled, no further shocks were observed. Other sources of for noise were ruled out, and lead measurements were normal and stable. The article indicates that the special dynamic noise filters including the band pass filter of the crt-d did not perform optimally in this situation or may have been bypassed by the electromagnetic interference (emi) field. No adverse patient effects were reported. The crt-d and lead remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).